Event description:
It was reported that there was loss of atrial function and output, and undefined high atrial impedance. The device was explanted and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) the no output condition was the result of lifted hybrid bond wires.